Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due faulty force sensor resistor. The motor tested outside device and passed. The insulin pump has minor scratches to lcd window, cracked case near lcd window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address serial number label and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during a prime. The blood glucose reading was 91 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.